Event description:
It was reported the patient experienced a worsening or exacerbation of their pre-existing condition, interstitial cystitis. Symptoms included frequent urination, burning during urination, and intense pain. A cystoscopy was done on (B)(6) 2011. A CT scan of the abdomen and pelvis was within normal limits. The patient was given saline hydration rocephin and pyridium intravenously. The event resulted in hospitalization from (B)(6) 2011 and it resolved without sequela on (B)(6) 2011.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v573248, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).